Event description:
Pt undergoing right shoulder arthroscopy for impingement when approximately 3-4 mm of the tip of the expresssew blade broke inside the pt's shoulder. An exploration of the shoulder was done, but the tip could not be retrieved.